Event description:
It was reported that a gore bio-a tissue reinforcement device was explanted from a pt who developed necrosis close to the fundus, six days post implantation for axial hiatal hernia repair. Follow-up communication with the physician confirmed that the device had become contaminated, however, the physician stated that the device did not cause the necrosis. The pt is reported to be doing well.

Manufacturer narrative:
Method - device not returned for evaluation, review of information provided by the user facility; investigation is in progress.